Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive unexpected restart alarms after each battery change. It was reported that insulin was not stored on not in use for extended period of time. Customer's blood glucose was 2.8 mmol/l which was treated with juice. Customer was advised to monitor insulin pump.